Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) touchscreen is not working.

Event description:
It was reported that after completing coiled cable fa, the cardiosave intra-aortic balloon pump (iabp) touchscreen would work for 15-20 sec, then freeze. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, d5, e1 (initial reporter, event site mail), e2, e3, e4, g2, h6 (clinical code and impact code). The getinge field service engineer (fse) that discovered the issue replaced the video gen board and then couldn't get the system to load b.17 sw, the fse found bent pins in the fe board, replaced the front-end board and was able to load b.17 sw and complete calibrations. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.